Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook endoscopy tracer hybrid wire guide was used. A sphincterotome was advanced over the wire guide to perform a sphincterotomy. Resistance was encountered when the sphincterotome was removed from the wire guide. A cytology brush was also used during the procedure with this wire guide. Upon completion of the procedure, the wire guide was removed from the endoscope. At this time, the physician noted the outer coating of the wire guide was damaged near the distal end. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: our lab eval of the product said to be involved confirmed the report. The outer coating of the wire guide tip has separated from the remainder of the outer coating at the proximal end, exposing the inner core wire. No section of the wire guide coating has detached from the wire guide; no section is missing. Approx 6 cm of the inner core wire is exposed due to the damaged coating. The inner core wire exhibits a bend near the distal end. The location of the bend suggests the wire guide may have sustained the damage from the elevator of the endoscope. A product discrepancy or anomaly that could have contributed to this occurrence was not observed during our lab eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the lab eval suggests the damage sustained could have occurred from the position of the endoscope elevator. If the elevator of the endoscope remained in the closed or elevated position when retraction of the wire guide was attempted and add'l pressure was applied, this could have contributed to the wire guide coating damage observed. The position of the endoscope could lead to a bend in the wire guide. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30 cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: this type of occurrence has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. No further action warranted at this time because this could be related to how this device was used in conjunction with the elevator of the endoscope. The complaint risk priority number (crpn) for this type of occurence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.